Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat a left common iliac artery aneurysm. During the procedure, a trunk-ipsilateral leg component (rlt231218j/16610548) and a contralateral leg component (plc181000j/17183197) were advanced and deployed as planned. A procedural angiograph reportedly revealed insufficient flow from the contralateral leg component to the lower limb. The physician ballooned the contralateral leg component in an attempt to improve blood flow to the lower limb; however, the issue was not resolved. The physician suspected the contralateral leg component was unintentionally placed outside of the trunk-ipsilateral leg component and positioned between the trunk-ipsilateral leg and the aortic wall. According to the report, the length of the patient¿s aorta was notably thin, which made it difficult to visually confirm the position of the contralateral leg component under angiography. The physician decided to convert to a femoro-femoral bypass procedure. Blood flow to the lower limb was preserved and the procedure was concluded without any further reported complications. The patient tolerated the procedure.